Event description:
The report received from the study patient indicated that approximately four months after the index procedure, the patient experienced angina following heavy exertion. The patient was admitted to a local hospital and was discharged. A stress test was performed and demonstrated mild inferior st-depression. Routine follow-up coronary angiography was done and vessel narrowing proximally to the previously implanted stents was reported. Additional information obtained indicated that there was an 80% peri-stent restenosis (within 5 mm) of the proximal cypher select plus 3.5 x 18 mm stent implanted during the index procedure (adverse event #2/ae #2). The restenosis was treated by implantation of an additional cypher select plus 3.0 x 23 mm stent. At the six-month follow-up, the patient was experiencing angina and was continuing his medical regimen. Please note that this study patient had an additional adverse event (ae#1) of a type a dissection that occurred during the index procedure and was previously reported. Index procedure: this patient presented to cardiac cath with stable angina pectoris as the primary indication for intervention and 1-vessel disease was found. ECG stress test was done. Left ventricle ejection fraction (lvef) was >50%. Blood pressure was 126/66. Pre-procedure cardiac enzymes were not done. Pre-procedure medications included aspirin and statins. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal to mid lad and in the 2nd diagonal of 23mm in length in a 3.0mm vessel diameter at a bifurcation requiring double guidewires. The (b2) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x20mm balloon before a 3.0x28mm cypher select plus stent was deployed at 18 atm with satisfactory results. Post-dilatation was done with a 3.0x20mm balloon at 18 atm due to the bifurcation and because the stent was not fully expanded. A type a dissection occurred proximal to the stent at the site of the overlap of the kissing balloons. The dissection was covered with another cypher, a 3.5x18mm cypher select plus, deployed at 16 atm with satisfactory results. This event was classified as unrelated to the study device and unlikely related to the procedure. Post-dilatation with a final kissing balloon was done due to the bifurcation. It was further noted, proximal dissection occurred after kissing balloon inflation. Overlapping stent placed proximally and dilatation through strut into branch, followed by main branch dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure timi flow was not recorded. Post-procedure ck and troponin were within normal limits at 6-24hours and 24h-discharge. Ck-mb was not checked. The patient was discharged on the day following the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months and statins. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Four months post index procedure, the patient experienced angina. There was no evidence of mi. Coronary angiography revealed there was 80% stenosis adjacent to and within 5mm of the 3.5x18mm cypher stent. There was no in-stent restenosis. To treat the restenosis a 3.0x23mm cypher select plus was implanted and the event resolved without sequel. Six months post index procedure, the patient experienced exertional angina. A stress test was conducted and showed asymptomatic mild st depression in the inferior leads. There was no treatment conducted and a follow-up angiogram was advised for two months later. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. The IFU warns that the use of this device carries the associated risk of sub-acute thrombosis, vascular complication and/or bleeding events. It also warns that the balloon pressure should not exceed the rated burst pressure. In the precautions section of the IFU, it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. Restenosis is also a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that patient factors (specifically diabetes), vessel/lesion characteristics (bifurcation, restenotic lesion) and procedural factors may have contributed to these events.

Manufacturer narrative:
This is one of two products used for the same patient. Please reference MFR. Report #9616099-2008-00235 and #9616099-2008-01714. Please note that this is the initial/final report for this product.